Event description:
The customer tested her blood glucose and received a contour reading of 148 mg/dl. Her glucose was retested using another meter and the reading was 82 mg/dl. The difference between the readings fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.